Event description:
It was reported that during an unspecified surgical procedure it was observed that the cup adapter device broke at the t-handle interface. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. It was reported that none of the product was left on the surgical field. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).